Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/12/2017 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The pump was powered on and the display screen was fully functional, clear and legible during investigation. A blank display screen was not observed. A leak test revealed a leak in the battery compartment . The pump was opened and there was evidence of moisture observed throughout the inside of the pump. Unrelated to the original complaint of blank display, there were multiple cracks found in the battery compartment.